Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -11.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was exchanged for a shorter length lens and the problem was resolved. The cause reported as unknown.